Manufacturer narrative:
Analysis found motor shorted and bearings corroded. Tool cannot be inserted and can't perform pre-temperature test. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via distributor that the handpiece overheated during operation. There is no patient impact. Upon follow up, it was reported that the device overheated in less than a minute. They turned on the power, connected the handpiece to the console, stepped on the pedal, and it got hot during use. There was no delay in the surgical procedure but a back up device was used.